Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker changeout. During procedure, the pacemaker and the right atrial (ra) lead was unable to be to be separated. The physician made several attempts but was unsuccessful. Both the pacemaker and the lead were programmed off and left in the pocket. A leadless ventricular pacemaker was implanted. The patient had no adverse consequences.

Manufacturer narrative:
Correction section d6a - date of implant should have been reported; implant date is as updated "(B)(6) 2015".